Manufacturer narrative:
(B)(4). The system error 2240 alarm was found to have an undetermined cause. The problem cannot be confirmed. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through ncr (B)(4) and (B)(4).

Manufacturer narrative:
(B)(4). To address the problem confirmation, no CAPA will be opened because the product is operating within its approved risk profile.

Event description:
A customer contacted baxter's (B)(4) regarding a check patient line alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) went through troubleshooting steps with the care giver (cg). The cg stated that there was air in the patient line and also the home patient (hp) had loosened her connection and catheter had disconnected briefly from the patient line. The tsr advised the cg to start over with new supplies. The tsr assisted the cg go through the process of connecting the patient in the patient guide manual. The tsr assisted the cg to end therapy. The home patient would start over with new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the home patient's (hp) nurse stated that he was not aware of the hp getting this alarm. The nurse stated that he had just seen the hp yesterday and she did not mention anything. The nurse stated that there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.